Event description:
A customer reported that their pump screen was dark and would not turn on. There was no reported impact to the customer's blood glucose level. The customer was instructed to allow the pump¿s battery to fully deplete and return the pump using a pre-paid label within ten days. Meanwhile, the customer planned to use multiple daily injections as a backup therapy, and technical support arranged for a replacement pump to be sent.